Manufacturer narrative:
For this case, annex e coding has been changed to l2: e0506 (hemorrhage) and for annex f, ¿additional medical device required¿: f2301 has been added. In section h, "device eval. By manufacturer" has been corrected to "no" device was not returned and annexes b, c, d has been updated to reflect.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the information provided, the complaint describes harms caused to a (B)(6)-year-old male end-user. The end-user was using speedicath standard catheters from a sample-pack. When catheterising he experienced bleeding, which was severe enough for him to visit the emergency room (ER), where he was admitted. The evaluation from the ER is stated to be trauma to the prostate when inserting the catheter. The end-user was put on antibiotics, blood thinners and indwelling catheter. It is stated that he we stay on the indwelling catheter until surgery, and hereafter ic might not be necessary for him. The end-user was in hospital from (B)(6) october and was re-admitted the same day due to bleeding starting again. The end-user has a scheduled prostate surgery (B)(6) october after which intermittent catheterization may not be needed. The end-user states that he did not notice any sharp edges or other on the catheter itself. He thinks that it is a use error (maybe he inserted it too forceful). The medical doctor states that he believes that the bleeding was caused by the blood thinner medication. No further information is available.